Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center .there was no specific complaint or a defect description from the customer. However, defects were identified and repaired using the measures listed as per the service report. Short circuit in the motor cable - motor cable replaced. The root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-08-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via service request that the micro tornado handpiece with hand controls came in for a service check with no reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test at the service center.